Manufacturer narrative:
Submit date: 8/4/17. The lot number, manufacturing date, and expiration date have been provided and are included in this supplemental. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states during insertion of the catheter the guide would not insert into the catheter because the catheter was occluded. A new kit was used and there was no harm to the patient.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The sample consisted in one 11.5 mahurkar catheter. The catheter was returned inside a plastic bag and did not show signs of use in a patient. Visual inspection was performed and the catheter did not reveal visual defects. In order to confirm the reported condition a guide wire from lab stock was used to attempt passing through both extensions. As a result, the guide wire easily passed through the arterial extension, however, did not pass through the hub in the venous lumen. The catheter was cut and it was observed that the hub was partially obstructed with a kind of resin inside the venous lumen. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. The evidence provided is enough to relate this event to the manufacturing operation. Solvent bonding technique per procedure can occlude the hub channels. The approved solvent bonding method at the moment of the manufacturing of the lot involved with this complaint allows the operator to assemble these components in a different method. The quantity of solvent and the correct position of the components during assembly process are not well specified in the procedure. Based on previous analysis it can be concluded that the most possible root cause for the hub occlusion is related to manufacturing operations activities. Current method on the procedure does not control the time the swab stick is submerged in the solvent and how much solvent is applied to the hub. A session was performed and leverage to the corrective and preventative action (CAPA) which included a modification of the procedure to include a better description of the necessary steps to perform a correct assembly of the hub-cannula union, to perform an engineering study to determine the functionality of the d shape mandril on the product after solvent bonding application and implement the mandril with a d shape in the procedure per requirements. No further actions are required. No complaint triggers or trends were identified; therefore no further corrective or preventive actions were required. It must be noted that in-process controls as visual inspection according to procedure, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and t rending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the guide would not insert into the catheter because the catheter was occluded.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states during insertion of the catheter the guide would not insert into the catheter because the catheter was occluded. A new kit was used and there was no harm to the patient.